Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed due to a bent video connector pin. Normal wear was found on the housing. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported video connector issues when connecting a video system center to a camera. The issue occurred during preparation for use of the device. No patient involvement or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to buckling of terminals inside the video connector socket. When inserting the scope connector into the video connector socket of otv-s190, the scope connector tip was caught by the terminal inside the video connector socket of otv-s190. Then the terminal inside the video connector socket of the otv-s190 was pushed back and the terminal buckled. A review of the instructions for use identifies the phenomenon may have been prevented as described in section '6.3 connection of the endoscope' - "confirm that the video connector socket of the videoscope is not damaged".